Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer was able to successfully prime the tubing until the air was removed. Then, the customer accidentally re-entered the load process, and received a minimum fill message. The customer was unable to recall the amount of insulin that the cartridge had been filled with. Reportedly, the customer loaded a new cartridge successfully and resumed delivery. The customer's blood glucose level was 280 mg/dl, and was addressed with a correction bolus.